Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic nurse reported that an ultrafiltration (uf) pump error alarm occurred during the patient¿s hemodialysis (hd) treatment. The uf pump was swapped, however the alarm kept occurring. The biomed technician stated that the machine uf pump kept alarming during treatment. The machine was turned off during treatment due to the alarm. The patient was moved to another machine and the uf goal increased. The patient was able to successfully complete treatment and the correct amount of fluid was removed from the patient at the end of treatment. The patient¿s pre and post treatment weights were as expected, and the same scale was used for both readings. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient did not have any complaints or symptoms related to the reported event and no additional treatments were required.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.